Event description:
It was reported that during a surgery wrong h frame pin was pulled by staff causing the patient to fall.

Manufacturer narrative:
Per the information obtained from investigation, no problems with the device were reported. User failed to secure the tabletop with a t-pin through the mounting tube thus causing a patient fall during the transfer from the floor bed. Patient was subjected to a CT scan following the fall but it came out to be normal. No injury was reported. The IFU was reviewed and found to be sufficient with warnings regarding the usage of t-pins. The incident has thus been deemed as a use error as there was a failure to follow instructions and recommended practices for patient safety and device usage. Educational in-service was conducted by the manufacturer following this incident.

Event description:
It was reported that during a surgery wrong h frame pin was pulled by staff causing the patient to fall.